Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated, and the reported difficult or delayed positioning associated with leaflet grasping and capture appears to be related to patient conditions (medial to posterior 2 /p2 flail). Unspecified tissue injury resulting in mitral valve insufficiency/ regurgitation (mr) appears to be related to procedural conditions associated with difficulty positioning (grasping and capture issues). Tissue damage and mitral regurgitation are known possible complications associated with mitraclip procedures. Serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 and flail. A mitraclip xtw was inserted, and grasping was performed. However, the leaflets were unable to grasped or captured. A after several grasping attempt, the anterior leaflet appeared to be damaged. The clip was repositioned and implanted. The procedure was completed with one clip implanted. The mr remained at grade 4. There was no clinically significant delay in the procedure.